Event description:
Customer reports to have dropped insulin pump into the toilet. Customer removed pump out of the water, took batteries out and dried insulin pump. Customer did not notice alarms after fluid exposure. Alarm history showed no alarms. Insulin pump passed self test. Customer's blood glucose was 136 mg/dl. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).